Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Blood leak detected during treatment. The leak was visually observed and the machine alarmed. Estimated blood loss was 150ml's. The contact stated that the dialyzer appeared to have a crack. Pt required no medical intervention. Companion samples are available.